Event description:
A dialysis home pt rec'd a system error 2240 alarm in dwell "4/6" during treatment using homechoice device. The home pt discontinued treatment at the time of the alarm. The home pt discontinued treatment at the time of the alarm. The home pt noted a cat had chewed the homechoice cassette tubing. No pt injury associated with this incident per the home pt.